Event description:
During the use of the incubator the pt was covered with a sheet while the users were installing a catheter. The pt was slightly burnt in the back (like a sunburn) the user is aware of the misuse.